Manufacturer narrative:
(B)(4). The patient line was not properly primed prior to the patient connecting for therapy because the patient line remained clamped. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line clamp remained closed during the prime. The patient was connected for peritoneal dialysis therapy and in initial drain at the time of the reported event. The patient said that both the patient line clamp and transfer set were closed and they did not check the patient line prior to connecting for therapy. The patient primed with the clamp closed on the patient line. The technical service representative explained that they would need to end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.